Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromorp hone) (500 mcg/ml at 50 mcg/day) via an implantable pump for non-malignant pain. It was reported that the patient had been complaining of severe pump pocket pain since their pump was implanted on (B)(6) 2022. It was noted the patient's small body frame was a factor that may have led to the pain. The patient was taken to the or today and placed in a lateral position. The physician first started by creating a new pocket in the left flank area. He then proceeded to open up the pump pocket. The pump and proximal segment of the catheter were dissected out. The physician then removed the pump and proximal segment from the pocket and placed it on the sterile field. The physician then retracted the spinal segment back from the pump pocket to the new left flank pocket. The proximal segment and pump were reattached and placed in the new pump pocket. The catheter was aspirated with positive return of csf. The incisions were then irrigated and closed. It was noted the issue was not resolved at this time.